Event description:
It was reported that during a da vinci prostatectomy surgical procedure, it was observed that the monopolar curved scissors instrument stopped working in the middle of the case. The tip would not close properly. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's tube extension to be broken and missing a small piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension was fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. Failure analysis investigation also found the pad printing to be removed from the instrument's tube extension. A small fragment of the pad printing was removed near the tube extension. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse.